Event description:
The customer called and reported that she experienced high blood glucose of 430 mg/dl. She further stated that the insulin pump did not inform her the battery was low and customer experienced problems turning it on when it would buzz. The customer was unable to continue the phone call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-16084 regarding this event.